Event description:
It was reported that a plum 360 was found to have an infusion problem during patient use. It was noted that bumex (bumetanide) 12.5mg/50ml was ordered at 1mg/h or 4ml/h on (B)(6) 2024 and started at 1621 h, this was a rate change. It was noted that previously, the bumex drip had been running at 0.5mg/h or 2ml/h continuously. The current bag was changed out on (B)(6) 2024 at 0257 h. At the rate of 1mg/h or 4ml/h and a volume of 50ml, the bag should have lasted about 12.5 hours but, according to the nurse, a new tubing was hung with this bag change so the tubing had to be primed, and according to the tubing wrapper, it takes about 20ml to prime pump tubing. At 6000 h, the pump started alarming air in line and the bag of bumix was already empty. The patient received the entire bag of bumex within the 3-hour timeframe. It was also noted that at the rate of 4ml/h for 3 hours, 12 ml should have been infused into the patient, and there should be approximately 38 ml left in the bag and the tubing. It was also noted that the infusion was a continuous infusion that should have lasted 12.5 hours at the rate of 4ml/h. There was no patient harm reported.

Manufacturer narrative:
Could not confirm customer complaint of the device over-delivering. The device passed the self-test with no error alarms. The device passed performance verification testing (pvt) tests. Most importantly, the device passed the volume accuracy pvt test. The device delivered 20.4 ml of fluid. Delivery accuracy of 98.03 %. A probable cause for the customer¿s complaint was not found during the testing.